Manufacturer narrative:
Initial reporter unavailable from the site at the time of filing. A manufacturer representative went to the site to test the equipment. Testing found that the imaging system booted without a problem. The system passed the system checkout and was found to be fully functional. No parts were replaced or returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the imaging system was getting stuck at a status of system initializing. There was no patient present when this issue was observed.